Manufacturer narrative:
This medwatch report is for the advantage system. Reference medwatch report with (B)(4) for the aviva system.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 183 mg/dl (advantage) and 93 mg/dl (aviva) 2);176 mg/dl (advantage) and 81 mg/dl (aviva). Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reported the system is losing images and not saving images. No patient injury was reported.